Event description:
In 2007, the pt returned to the hospital with an in-stent restenosis of the left superficial femoral artery (sfa). The rate of stenosis was 50%. The restenosis was treated with angioplasty, along with angioplasty of the proximal sfa. The issue was resolved two days later. In 2008, it was noted that there was a fracture of the proximal stent (c07100sv/lot 13108297). No angiogram was performed and only small fractures were present. The pt is a male, who was enrolled in the super sl study. The index procedure took place in 2006. The target lesion was the middle left sfa. The vessel anatomy at the lesion site was tortuous, type of lesion de novo and the lesion was calcified and eccentric. There was no thrombus present at the site before the procedure. Lesion location is 6cm above the superior edge of the patella. Total lesion length was 180mm and not occluded. Reference vessel diameter was 5mm. Access method was percutaneous and puncture site ipsilateral. Pre-dilation was done with a fox/abbott balloon (4x60mm) and a cordis/opta pro balloon (4x80mm). Two smart stents (6x100mm and 7x100mm) was implanted in the left mid sfa. Post dilation was done with a cordis/opta pro balloon (5x80mm). Percentage of stenosis before the procedure was 95% and after stent placement and post dilation was 30%. There was no dissections reported during procedure. General comments on procedure: vessels were very calcified. The procedure was without complications. Pt was discharged in 2006.

Manufacturer narrative:
It is unclear as to when the stent fractures occurred but, as per the contact, the stent fractures may have been first seen during a 12 month follow-up visit in 2007, but not confirmed until 2008. In 2007, the pt returned to the hospital with an in-stent restenosis. The rate of stenosis was 50%. The restenosis was treated with pta, along with pta of the proximal sfa. The issue was resolved in 2007. The fractured stent was not treated. The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2008-01001 and 9616099-2008-01002.